Manufacturer narrative:
Consumer reported that she originally had a condition on her calf, a rash that was bleeding so she used the device to cover the area. Consumer failed to follow instructions on box labeling that state "not intended for use on delicate or sensitive skin". Aso evaluated returned samples and retained samples from same lot number and test results are satisfactory. In addition, aso reviewed records of biocompatibility test on materials used to manufacture the same products.

Event description:
Consumer reported that she got bruising on back of her calf while trying to pull device.